Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4): there was no history from the time of the event available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter reported that the patient obtained elevated blood glucose readings ranging up to 17.0 mmol/l and she experienced the symptoms of nausea and fatigue. The patient corrected her blood glucose level using a temporary basal rate with the pump, and insulin via a syringe. The patient did not seek any medical attention. Troubleshooting revealed there were no leaks or kinks in the cannula, no air bubbles, no issues with the infusion site, and the patient's technique and insulin handling were correct. Troubleshooting also determined the patient had programmed a basal dose of 0.000 units to run from 6:30 pm to 12:00 am. There was no evidence the pump was not delivering insulin accurately and correctly as programmed. The patient had incorrectly programmed a 0.000 units basal dose. However, as the patient obtained elevated blood glucose readings and suffered symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.